Event description:
Pt with gastric outlet obstruction leading to serious aspiration pneumonia and ICU admission requiring emergent endoscopic removal of an endoscopically placed intra-gastric balloon device. Presented with sepsis and ugi bleeding, which was found at the time of endoscopy to be related to ulcerations around the balloon device.